Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was initially placed with acceptable measurements; however, upon connection to the implantable pulse generator (ipg), the lead exhibited infinite impedances and high thresholds. The lead was subsequently repositioned, and tested again, with similar results. The physician then connected the lead to the atrial port of the ipg, where it exhibited acceptable measurements once more. The physician then attempted to connect the lead to a second ipg, suspecting a connector issue with the first; however, the lead once again exhibited high thresholds. The physician elected to keep the lead, regardless of the threshold measurement. No patient complications have been reported as a result of this event.